Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there were two false negatives reported, one for lot number 3102638 and another for lot number 3201292. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary catalog 442020 batch no. 3102638 & 3201292 customer reported a false negative result. Photos received showed an open box and a side profile of a box. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text :

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there were two false negatives reported, one for lot number 3102638 and another for lot number 3201292. No patient impact reported.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there were an unknown number of false negative results.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3201292. B5. It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there were an unknown number of false negative results. This record is being reopened to address the corrections required for CAPA pr 11910483.